Event description:
It was reported that two devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 512s instruments have torn gaskets. There was no consequence to the pt. 2/8/99 these devices were collected along with ees# 78601.